Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. Data log was provided and reviewed for evaluation on 02/06/2017. Complaint for a transmitter failure error was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause cannot be determined .